Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2019. The most recent information was received on 27-jun-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. B117718-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("profuse menstrual bleeding"), urge incontinence ("urge-urinary incontinence"), arthralgia ("pain in hip and joint pain") and tendon pain ("pain in achilles tendon"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding became heavier"). The patient was treated with surgery (implants were removed by laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urge incontinence, arthralgia and tendon pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and tendon pain with essure. The reporter considered arthralgia, menorrhagia, urge incontinence and vaginal haemorrhage to be related to essure. The reporter commented: removal was performed at the patient's request. No follow-up available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc. We received a lot number (invalid) and complaint samples in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4). On 19-mar-2019. The most recent information was received on 17-jun-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. B117718) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and obesity. Follow up available 6 or more months following essure removal. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("profuse menstrual bleeding"), urge incontinence ("urge-urinary incontinence"), arthralgia ("pain in hip and joint pain") and tendon pain ("pain in achilles tendon"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding became heavier"). The patient was treated with surgery (implants were removed by laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, urge incontinence, arthralgia, tendon pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and tendon pain with essure. The reporter considered arthralgia, menorrhagia, urge incontinence and vaginal haemorrhage to be related to essure. The reporter commented: removal was performed at the patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jun-2019: essure device removal questionnaire received: patient's details, relevant medical history, concurrent conditions, event onset date, lot number were added; new events were added: pelvic pain, pain in achilles tendons, profuse menstrual bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("vaginal bleeding became heavier") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), urge incontinence ("urge-urinary incontinence") and arthralgia ("pain in hip and joint pain"). The patient was treated with surgery (implants were removed by laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, urge incontinence and arthralgia outcome was unknown. The reporter considered arthralgia, urge incontinence and vaginal haemorrhage to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.